Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced peritonitis because the external fixation plate straight after the insertion procedure tended to migrate down the tube.

Manufacturer narrative:
Reference record (B)(4). H6 code of 3191 was chosen to capture the event of pneumoperitoneum. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement.

Event description:
Peritonitis. Onset date: (B)(6) 2018. Outcome: (B)(6) 2020, recovered.duodopa start date:(B)(6) 2018. End date: (B)(6) 2018.